Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported explant event. With the current information available no specific device failure mode or patient injury was alleged related to the bard flat mesh. Review of the medical records provided included the patient's death certificate, based on the information provided the patient's death is not alleged to be related to the bard flat mesh implant. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with vaginal prolapse, pelvic pain and pressure. The patient underwent an abdominal sacrocolpopexy with implant of a bard flat mesh. On (B)(6) 2008 - the patient was diagnosed with pelvic pain and underwent removal of the bard fat mesh with implant of a non-davol "pelvitex" polypropylene mesh. Per operative details "we removed the prior sacrocolpopexy mesh. We made a peritoneal incision just lateral to the rectum and transected the sacrocolpopexy mesh at the sacral promontory." On (B)(6) 2016 - the patient was diagnosed with stress urinary incontinence and underwent cystoscopy with implant of a non-bard davol "gynecare tvt" sling.